Event description:
Product is being recalled by manufacture mighty bliss electric heating pad. Have read recall notice on FDA.gov website and was sent informational release from amazon. FDA safety report ID# (B)(4).